Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
Mayfield adapter kept getting stuck during preventive maintenance. New one needs to be ordered, or grease needs to be added.

Manufacturer narrative:
It was reported that during a preventive maintenance, the mayfield head holder adaptor s/n (B)(6) kept getting stuck. The issue was resolved on 05-feb-2021 by the company representative by adding grease to the mayfield head holder adaptor s/n (B)(6), it no longer gets stuck. The verification of the lubrication of the mayfield head holder adaptor is part of the preventive maintenance functional checks, as the lubrication disappears with the time and the episodes of use. If there is no sufficient grease anymore the company representative has to add grease. Based on the investigation performed, the technical root cause of the event was determined to be a lubrication problem. D4 unique identifier (UDI) #: (B)(4). Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H4 device manufacturer date. H6 event problem and evaluation codes. H10 additional narratives/data.

Event description:
Mayfield adapter kept getting stuck during pm. New one needs to be ordered or grease needs to be added.